Event description:
The surgeon reported that the vitrectomy probe stopped cutting within two minutes of surgery. The probe was switched out and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The probe will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).